Event description:
It was reported that shaft break occurred. While unpacking a 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent for use, it was found that the middle of the catheter shaft was broken. The procedure was then completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that shaft break occurred. While unpacking a 28 x 3.00mm taxus¿ liberté¿ drug-eluting stent for use, it was found that the middle of the catheter shaft was broken. The procedure was then completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: visual examination of the returned device found that a break had occurred in the hypotube 817mm measured distally from the strain relief. Both sections were received for analysis and the examination of the break location found that the break appeared to have occurred as a result of a severe kinking that developed in the hypotube. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking; however it is not possible to conclusively determine the root cause of the hypotube break. The visual and tactile examination also found multiple other kinks along the hypotube shaft. A visual and microscopic examination found that the crimped stent on the device was damaged. It was noted that the stent struts were deformed at both the distal end and the proximal end of the stent. At both these damage locations, the stent profile appears out-of-round and the damage evident is consistent with mishandling of the stent during preparation. The balloon of the device was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped and had evenly folded wings and was not subjected to positive pressure. The bumper tip showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).